Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that reported that the patient's stimulator had been removed for MRI compatibility. They stated that it looked like a 'stimulator kit' or electrode was still implanted in the patient's hip area based on imaging. The caller also read from a note that said 'indicator strips were left in dwelling'. On (B)(6) 2020 another hcp reported that the va medical record showed that an "indicator strip" was left behind. Technical services told the MRI tech that they were not aware of an indicator strip being part of the implantable system.

Manufacturer narrative:
Continuation of d11: product ID 3889-33 lot# va1en45 serial# implanted: (B)(6) 2017, explanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :3889-33, lot#: va1en45, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient had a lead fragment implanted. The procedure to remove the system was done on (B)(6) 2020. The x-ray imaging was taken on (B)(6) 2020 and showed that the lead electrode is projecting over the left pelvis at the level of the left sarco-level.